Event description:
A report was received that the pt was explanted due to infection at the pocket site. The pt's pocket had opened and there was some drainage. The physician decided to explant the ipg and leave the paddle lead implanted. The pt was reportedly doing fine after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn because, they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-8216-50, serial # (B)(4). Description: artisan 2x8 paddle lead (lim), 50 cm. The lead was not returned to bsn as it was discarded by the medical facility. A review of the mfg documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the lead found them to be satisfactory. Additional info rec'd stated that the pt's lead was explanted on (B)(6) 2010 due to an infection at the pocket site. The pocket was red, open and draining fluid. The pt was placed on oral antibiotics and is reportedly doing well following the procedure.